Event description:
During implant the ventricular lead perforated the right ventricle. The lead exhibited less than 102 ohms impedance in the bipolar configuration and loss of capture at maximum output. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.